Event description:
During an in-clinic follow-up, episodes of loss of capture were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.